Manufacturer narrative:
Analysis performed by r&d project manager: the problems with femoral rotation, re-establishing joint-line, patella tracking, assessing poly thickness, cannot be related solely to the difference of instrument connection unless the surgeon decided to not use the version he had during the surgery. The final problem with patella tendon and the additional 45 minutes of procedure is related to the decision of the surgeon to proceed directly with final implant abandoning the trialing phase.

Event description:
The surgeon had to do many knee stability trialing because the femur trials didn't stay in position during extension/flexion stability checks (due to bone loss in the femoral box area). This surgery was the 4th on the same knee for the patient. Finally the patellar tendon tear up and this caused 45 minutes of delay in the surgery for tendon fixation.